Event description:
The harmonic ace+7 laparoscopic shears were in use inside the patient when cutting end piece began to break off. This issue was discovered before any pieces came completely off into the patient's cavity.